Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the (B)(6) year old male patient receiving an unknown intrathecal pain medication via an implantable infusion pump. The indication for use of the device was for spinal pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that this month the patient inadvertently missed his alarm date on (B)(6) 2016, and the device was beeping a lot. The patient had an appointment on (B)(6) 2016,but was curious if the device would shut off or what he needed to do. Additional information received from the patient reported that the pump emptied, and he had what the doctor called withdrawal. The patient was hospitalized with extremely high blood pressure and low heart enzymes. The drug, concomitant medication, date of the withdrawal, actions/interventions/resolution related to the empty pump and alarm remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received, this report will be updated.